Event description:
It was reported by service report that the cot retaining post came apart and there was a problem with the safety bar. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket; safety bar.